Manufacturer narrative:
Device passed the rewind, basic occlusion test, prime/compromised force sensor system test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed motor position encoder error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error alarm during prime. During troubleshooting, found multiple motor error alarms in history. Customer's blood glucose was 302 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.